Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) lead. The noise could be reproduced during provocative testing. Insulation damage was suspected, but could not be confirmed to be the cause of the reported noise. The device was reprogrammed to resolve the event. The patient was in stable condition.